Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pump does not respond to button presses. A request was made for the return of the device. No adverse event alleged.